Event description:
Customer reported two cases of diffuse lamellar keratitis (dlk) who were treated on (B)(6) 2013. Patient was diagnosed with trace dlk on patient's right eye. Patient was initially treated with durezol. No loss of best corrected visual acuity was reported. Additional information was received. This patient had trace inflammation and it was resolved after 4 days with an increase of steroid drops (pred forte 4x day). The patient had only put one round of drops from treatment time to appointment day one. The doctor believes this is why she saw slight inflammation.

Manufacturer narrative:
Evaluation codes: conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. The patient had only put one round of drops from treatment time to appointment day one. The doctor believes this is why she saw slight inflammation. The surgeon believes that the system did not cause or contribute to the dlk. Placeholder.